Event description:
We have received information about a serious incident in which the device switched off during invasive therapy without an alarm. The patient was able to breathe without the support of the device and was not harmed. This event occurred in the germany with firmware version 1.7.0003, which is not used in the USA.